Manufacturer narrative:
The local area sales representative later confirmed that a chest x-ray was done right after the procedure was completed and there was no visible evidence of fracture on or along the proximal coil conductor wire. No further intervention was to be done since shock impedence read 45 ohms in the distal coil to can configuration with this ICD. The physician planned to track the shock impedence per latitude. To date, the rv lead and this acute ICD remain actively in service. If new information becomes available, this report will be further evaluated and updated. The investigation on this ICD is otherwise closed at this time.

Event description:
Boston scientific received information that an implantable cardioverter defibrillator (ICD) of the same model was attempted for implant, but despite troubleshooting, continued to get out of range shock impedance greater than 125 ohms in all configurations. The physician did re-insert the associated leads, including the df pins several times, always with the same result. The latitude programmer exhibited fault code 1005 after a 1.1 joules test shock. Subsequently, that ICD was not implanted and was returned to boston scientific for analysis purposes. This acute ICD was also attempted with the same result, and the physician elected to implant this device. The associated right ventricular (rv) lead had been implanted for more than four years. There was concern that the svc coil had fractured, given the out-of-range measurements. It was not sufficiently determined at the time of this report as to whether there may be a connection or device issue. A chest x-ray may be done. There were no adverse patient effects associated with these clinical observations.